Event description:
Boston scientific crm received information that the latitude system detected a red alert from this implantable cardioverter defibrillator (ICD) that exhibited high right ventricular (rv) pacing impedances. The patient's clinic was made aware of this issue. To date, there have been no reported adverse patient effects related to this clinical observation. Information was received that the rv lead impedance was greater than 3000 ohms. There was no rv capture despite pacing at maximal output. There was an r wave that was sensed within normal range and the shock lead impedance was also within normal range. It was noted that the device was not used or needed for pacing. This was discussed with the patient's physician, who did not want to make any programming changes at this time. His recommendation was to follow the patient through latitude and as scheduled clinic checks. It was also noted that the lead would likely be changed out at the time the patient will need a device replacement. Additional information was provided that the device was later explanted and replaced with a non-boston scientific device.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.